Manufacturer narrative:
Identification #: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported that the vent is giving tf 389. Customer did the o2 gas path test and it appears the the o2 safety valve is leaking. No patient involvement.